Event description:
It was reported that iab was inserted without difficulty. Pt responded to therapy immediately. During transport to another hosp for surgery, frank blood was observed in tubing. Iabp was turned off, transport was completed, and iab was removed upon arrival. Pt remained stable throughout event. No associated pt complications.